Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen became cracked. Reportedly, customer cannot interact with the pump, and the screen does not turn on. There was no reported impact to customer's blood glucoses. The customer reported that manual injections would continue to be used for insulin therapy.